Manufacturer narrative:
H6 correction: the previously applied device code a1601 is not applicable. Note that the h.6. Codes have been updated to reflect the new information. Also include the following statement: "review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionalinformation was received from a consumer via a company representative. It was further reported that the pump was alarming after the pump was filled; however, the patient went back to the office, and the physician realized the time was not correct on the tablet/synchromed application. The pump logs were not available, but the physician was able to resolve the issue, and the pump is not alarming. "This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient's pump was refilled yesterday (on (B)(6) 2025), and the patient was still hearing the pump alarm today (on (B)(6) 2025). It was unclear if it was the critical or non-critical alarm. No patient symptom was reported.